Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "concern with the product." Additionally, healthcare professional reported rupture. Device remains implanted.

Event description:
Patient reported left side "concern with the product." Healthcare professional reported rupture. Additionally, healthcare professional noted capsular contracture, baker grade unknown and "any creases". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold, deformation, and voids in the gel. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.